Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) due to microdislodgement. Subsequently, an invasive procedure was performed. The lead was surgically abandoned and replaced. Additional information obtained from a field representative indicated that the reported observation did not result in more than 2 seconds of asystole. No additional adverse patient effects were reported.